Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The pump was unable to test for low battery alarms due to blank display. The pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and low battery alert from the insulin pump. The customer's blood glucose level was 180 mg/dl. The customer stated that the display was not blank for less than 30 seconds. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did return. The customer stated that the battery showed 3 bars. The customer stated that the battery did not last more than 1 week. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.